Manufacturer narrative:
Based on the clinical evaluation a type 3b and 3a endoleak confirmed. Manufacturing evaluation determined is not a design or manufacturing related issue. The root cause was inconclusive, there is not enough information to determine the root cause of the reported event. Potentialcontributing factors include off antiplatelet therapy (aspirin), current tobacco use.

Event description:
Additional information was identified from the clinical assessment and confirmed the patient had an endoleak 3a.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow- up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated device and a suprarenal aortic extension. Upon follow-up, computed tomography revealed alleged type 3b failure of the proximal extension. Physician elected to treat the patient by explanting the devices. Patient is in good condition.